Manufacturer narrative:
No button error alarmed during testing. The pump was received with intermittent button response due to moisture damage keypad traces. The pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and missing end cap sticker. (B)(4) .

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 88 mg/dl. The customer stated that he received a button error on the insulin pump about 2 hours ago and none of the buttons are working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.